Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited ventricular oversensing. No intervention was done. There were no patient consequences.